Event description:
Kugel inserted in 2007. Recurrence noted in 2008. Kugel removed by surgeon three months later. Surgeon stated kugel had crumpled laterally like handkerchief.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time.